Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak.

Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/ tissue was observed in the valve channel, which likely disrupted the seal, causing a leak. Updates made to the following sections: report type, outcomes attributed to adverse event, date of this report, describe event or problem, explanted date, device available for evaluation, type of report, type of follow-up, device evaluated by manufacturer, event problem and evaluation codes, manufacturing narrative/corrected data.

Event description:
Deflation resulting in explantation.